Event description:
This case was initially received via regulatory authority FDA (maude ref. Number mw5031529) on 04-oct-2013 and the most recent information was received on 11-dec-2017. This spontaneous case report refers to a female consumer of (B)(6) who received essure (fallopian tube occlusion insert) and experienced abdominal pain, abortion spontaneous , pregnancy with contraceptive device , autoimmune disorder, loss of consciousness, genital haemorrhage. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the consumer had essure (fallopian tube occlusion insert), lot number a47945, implanted. On (B)(6) 2012, confirmation test was made by ink test to see my uterus and tubes. On (B)(6) 2012 to (B)(6) 2013, rash, metal taste in mouth, tender gums, brittle teeth, intense cramping, severe and persistent pain in abdomen, lower middle back, upper legs, and hips. Hives, fainting, blackouts, heavy bleeding with passing clots, discomfort and lack of energy. Bowel problems, bloating, insomnia, migraines, food intolerance, sinus issues, upper respiratory infections, numbness all over, memory loss, depression, anxiety, panic attacks, no sex drive, hypothyroid, b-2deficiency , iron deficiency, ptsd, weight gain, hair growth, swollen glands, high blood pressure, sleep apnea, endometriosis, vulvodynia, uti's, muscle spasms, dental issues, and painful intercourse. She has had hashimoto hypothyroidism since she was (B)(6). She has suffered from severe and persistent pain as a result of the essure implantation. Also rash, nausea, blurred vision, dizziness, itching from head to toe all right after the essure placement. Essure worsened a previously existing injury/conditions: tilted uterus, autoimmune disorder and allergies to nickel. Total number of pregnancies: 4. Total number of live births: 4. Live births date of the births: (B)(6) 2001, (B)(6) 2005, (B)(6) 2007, (B)(6) 2012 she informed that she had pre-eclampsia with all 4 children and they were all induced early and unconfirmed miscarriage due to essure. On (B)(6) 2013: partial hysterectomy and laparoscopy. Nearly all of her symptoms including severe and persistent pain in her abdomen lower middle back, upper legs, and hips eased. However, she still has a few issues. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet: on (B)(6) 2012 to (B)(6) 2013, rash, metal taste in mouth, tender gums, brittle teeth, intense cramping, severe and persistent pain in abdomen, lower middle back, upper legs, and hips. Hives, fainting, blackouts, heavy bleeding with passing clots, discomfort and lack of energy. Bowel problems, bloating, insomnia, migraines, food intolerance, sinus issues, upper respiratory infections, numbness all over, memory loss, depression, anxiety, panic attacks, no sex drive, hypothyroid, b-2deficiency , iron deficiency, weight gain, hair growth, swollen glands, high blood pressure, sleep apnea, endometriosis, vulvodynia, uti's, muscle spasms, dental issues, and painful intercourse. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (reference number: mw5031529) on 04-oct-2013. The most recent information was received on 04-sep-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent pain in abdomen"), abortion spontaneous ("she may have had a miscarriage, however she cannot confirm this"), pregnancy with contraceptive device ("she may have had a miscarriage, however she cannot confirm this"), genital haemorrhage ("been bleeding since implantation/ heavy bleeding with passing clots"), loss of consciousness ("blackouts") and autoimmune disorder ("autoimmune disorder") in a 29-year-old female patient who had essure (batch no. A47945) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia, labour induced, multigravida and parity 4. Live births date of the births: (B)(6) 2001,(B)(6) 2005, (B)(6) 2007, (B)(6) 2012. Concurrent conditions included hashimoto's thyroiditis (*since she was 21.). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion disability), migraine ("migraines"), rash ("rashes that break out / rash"), amnesia ("memory loss"), the first episode of muscle spasms ("severe cramps / intense cramping"), insomnia ("sleep problems (insomnia)"), depression ("depression"), dysgeusia ("metal taste in mouth"), gingival pain ("tender gums"), teeth brittle ("brittle teeth"), arthralgia ("pain hips"), urticaria ("hives"), syncope ("fainting"), loss of consciousness (seriousness criterion medically significant), discomfort ("discomfort"), asthenia ("lack of energy"), gastrointestinal disorder ("bowel problems"), abdominal distension ("bloating"), food intolerance ("food intolerance"), sinus disorder ("sinus issues"), upper respiratory tract infection ("upper respiratory infections"), hypoaesthesia ("numbness all over"), the first episode of anxiety ("anxiety"), panic attack ("panic attacks"), loss of libido ("no sex drive"), hypothyroidism ("hypothyroid"), vitamin b2 deficiency ("b-2 deficiency"), iron deficiency ("iron deficiency"), post-traumatic stress disorder ("ptsd"), weight increased ("weight gain"), hair growth abnormal ("hair growth"), lymphadenopathy ("swollen glands"), hypertension ("high blood pressure"), sleep apnoea syndrome ("sleep apnea"), endometriosis ("endometriosis"), vulvovaginal pain ("vulvodynia"), urinary tract infection ("uti's"), the second episode of muscle spasms ("muscle spasms"), tooth disorder ("dental issues"), dyspareunia ("painful intercourse"), pruritus generalised ("itching from head to toe all right after the essure placement") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), skin irritation ("constant irritation of skin"), back pain ("contraction like pain in lower back/ pain lower middle back"), gastric disorder ("stomach problems"), pain in extremity ("sharp shooting pains down both sides of buttocks into legs/ pain upper legs"), fatigue ("fatigue"), nausea ("nausea"), the second episode of anxiety ("mental anguish"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel or any other component of essure"), uterine malposition ("tilted uterus"), vision blurred ("blurred vision"), dizziness ("dizziness"), injury ("physical injuries"), emotional disorder ("she broke out after the placement when she got back home"), autoimmune disorder (seriousness criterion medically significant) and ill-defined disorder ("essure had me deathly ill"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy and laparoscopy to remove essure). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the abdominal pain, genital haemorrhage, migraine, rash, amnesia, insomnia, depression, dysgeusia, gingival pain, teeth brittle, arthralgia, urticaria, syncope, loss of consciousness, discomfort, asthenia, gastrointestinal disorder, abdominal distension, food intolerance, sinus disorder, upper respiratory tract infection, hypoaesthesia, panic attack, loss of libido, hypothyroidism, vitamin b2 deficiency, iron deficiency, post-traumatic stress disorder, weight increased, hair growth abnormal, lymphadenopathy, hypertension, sleep apnoea syndrome, endometriosis, vulvovaginal pain, urinary tract infection, the last episode of muscle spasms, tooth disorder and dyspareunia had resolved. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, the last episode of anxiety, allergy to metals, uterine malposition, vision blurred, dizziness, pruritus generalised, mental disorder, injury, emotional disorder, autoimmune disorder and ill-defined disorder outcome was unknown and the skin irritation, back pain, gastric disorder, pain in extremity, fatigue and nausea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, amnesia, arthralgia, asthenia, autoimmune disorder, back pain, depression, discomfort, dizziness, dysgeusia, dyspareunia, emotional disorder, endometriosis, fatigue, food intolerance, gastric disorder, gastrointestinal disorder, genital haemorrhage, gingival pain, hair growth abnormal, hypertension, hypoaesthesia, hypothyroidism, ill-defined disorder, injury, insomnia, iron deficiency, loss of consciousness, loss of libido, lymphadenopathy, mental disorder, migraine, nausea, pain in extremity, panic attack, post-traumatic stress disorder, pregnancy with contraceptive device, pruritus generalised, rash, sinus disorder, skin irritation, sleep apnoea syndrome, syncope, teeth brittle, tooth disorder, upper respiratory tract infection, urinary tract infection, urticaria, uterine malposition, vision blurred, vitamin b2 deficiency, vulvovaginal pain, weight increased, the first episode of anxiety, the first episode of muscle spasms, the second episode of anxiety and the second episode of muscle spasms to be related to essure. The reporter commented: she has suffered from severe and persistent pain as a result of the essure implantation. Also rash, nausea, blurred vision, dizziness, itching from head to toe all right after the essure placement. Plaintiff stated that she may have had a miscarriage with essure, however she cannot confirm this. Essure worsened a previously existing injury/conditions: tilted uterus, autoimmune disorder and allergies to nickel. Nearly all of her symptoms including severe and persistent pain in her abdomen lower middle back, upper legs, and hips eased. However, she still has a few issues. Diagnostic results: essure confirmation test: on (B)(6) 2012 by ink test to see her uterus and tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031529) on (B)(6)2013. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent pain in abdomen"), abortion spontaneous ("she may have had a miscarriage, however she cannot confirm this"), pregnancy with contraceptive device ("she may have had a miscarriage, however she cannot confirm this"), genital haemorrhage ("been bleeding since implantation/ heavy bleeding with passing clots"), autoimmune disorder ("autoimmune disorder"), autoimmune thyroiditis ("hashimoto's thyroiditis"), syncope ("fainting") and loss of consciousness ("blackouts") in a 29-year-old female patient who had essure (batch no. A47945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, labour induced, multigravida and parity 4. Live births date of the births: (B)(6)2001,(B)(6)2005, (B)(6)2007, (B)(6)2012. Essure confirmation test: on dec-2012 by ink/dye test to see her uterus and tubes. (Hysterosalpingogram). Concurrent conditions included hashimoto's thyroiditis, graves' disease, goiter and overweight. Concomitant products included levothyroxine since 2004 for hashimoto's thyroiditis and hypothyroidism and gabapentin since 2013 for neuropathy. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion disability), syncope (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), migraine ("migraines"), rash ("rashes that break out / rash"), amnesia ("memory loss"), the first episode of muscle spasms ("severe cramps / intense cramping"), insomnia ("sleep problems (insomnia)"), depression ("depression"), dysgeusia ("metal taste in mouth"), gingival pain ("tender gums"), teeth brittle ("brittle teeth"), arthralgia ("pain hips"), urticaria ("hives"), pelvic discomfort ("discomfort"), asthenia ("lack of energy"), gastrointestinal disorder ("bowel problems"), abdominal distension ("bloating"), food intolerance ("food intolerance"), sinus disorder ("sinus issues"), upper respiratory tract infection ("upper respiratory infections"), hypoaesthesia ("numbness all over"), the first episode of anxiety ("anxiety"), panic attack ("panic attacks"), loss of libido ("no sex drive"), hypothyroidism ("hypothyroid"), vitamin b2 deficiency ("b-2 deficiency"), iron deficiency ("iron deficiency"), post-traumatic stress disorder ("ptsd"), hair growth abnormal ("hair growth"), lymphadenopathy ("swollen glands"), hypertension ("high blood pressure"), sleep apnoea syndrome ("sleep apnea"), endometriosis ("endometriosis"), vulvovaginal pain ("vulvodynia"), urinary tract infection ("uti's"), the second episode of muscle spasms ("muscle spasms"), tooth disorder ("dental issues"), dyspareunia ("painful intercourse"), pruritus generalised ("itching from head to toe all right after the essure placement") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and was found to have weight increased ("weight gain"). In january 2013, the patient experienced pelvic pain ("intense pelvic cramping"). In april 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), skin irritation ("constant irritation of skin"), back pain ("contraction like pain in lower back/ pain lower middle back"), gastric disorder ("stomach problems"), pain in extremity ("sharp shooting pains down both sides of buttocks into legs/ pain upper legs"), nausea ("nausea"), the second episode of anxiety ("mental anguish"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel or any other component of essure"), uterine malposition ("tilted uterus"), vision blurred ("blurred vision"), dizziness ("dizziness"), injury ("physical injuries"), emotional disorder ("she broke out after the placement when she got back home"), ill-defined disorder ("essure had me deathly ill") and vaginal haemorrhage ("heavy vaginal bleeding with clots") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and laparoscopy to remove essure). Essure was removed on (B)(6)2013. On (B)(6)2013, the abdominal pain, genital haemorrhage, syncope, loss of consciousness, migraine, rash, amnesia, insomnia, depression, dysgeusia, gingival pain, teeth brittle, arthralgia, urticaria, pelvic discomfort, asthenia, gastrointestinal disorder, abdominal distension, food intolerance, sinus disorder, upper respiratory tract infection, hypoaesthesia, panic attack, loss of libido, hypothyroidism, vitamin b2 deficiency, iron deficiency, post-traumatic stress disorder, weight increased, hair growth abnormal, lymphadenopathy, hypertension, sleep apnoea syndrome, endometriosis, vulvovaginal pain, urinary tract infection, the last episode of muscle spasms, tooth disorder and dyspareunia had resolved. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, autoimmune thyroiditis, the last episode of anxiety, allergy to metals, uterine malposition, vision blurred, dizziness, pruritus generalised, mental disorder, injury, emotional disorder and ill-defined disorder outcome was unknown, the skin irritation, gastric disorder, fatigue and nausea had not resolved and the back pain, pain in extremity, pelvic pain and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, amnesia, arthralgia, asthenia, autoimmune disorder, autoimmune thyroiditis, back pain, depression, dizziness, dysgeusia, dyspareunia, emotional disorder, endometriosis, fatigue, food intolerance, gastric disorder, gastrointestinal disorder, genital haemorrhage, gingival pain, hair growth abnormal, hypertension, hypoaesthesia, hypothyroidism, ill-defined disorder, injury, insomnia, iron deficiency, loss of consciousness, loss of libido, lymphadenopathy, mental disorder, migraine, nausea, pain in extremity, panic attack, pelvic discomfort, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, pruritus generalised, rash, sinus disorder, skin irritation, sleep apnoea syndrome, syncope, teeth brittle, tooth disorder, upper respiratory tract infection, urinary tract infection, urticaria, uterine malposition, vaginal haemorrhage, vision blurred, vitamin b2 deficiency, vulvovaginal pain, weight increased, the first episode of anxiety, the first episode of muscle spasms, the second episode of anxiety and the second episode of muscle spasms to be related to essure. The reporter commented: she has suffered from severe and persistent pain as a result of the essure implantation. Also rash, nausea, blurred vision, dizziness, itching from head to toe all right after the essure placement. Plaintiff stated that she may have had a miscarriage with essure, however she cannot confirm this. Essure worsened a previously existing injury/conditions: tilted uterus, autoimmune disorder and allergies to nickel. Nearly all of her symptoms including severe and persistent pain in her abdomen lower middle back, upper legs, and hips eased. However, she still has a few issues. Current weight: 140lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: events: pelvic pain, hashimoto's thyroiditis, vaginal hemorrhage were added. Event onset date and outcome were updated. Concomitant drugs and medical conditions were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.